Event description:
It was reported by the tc that the patient was having some vocal cord issues, and intolerable stimulation. Settings were reduced as a result. No further relevant information has been received to date.

Event description:
The physician reported that the patient had unilateral vocal cord paralysis prior to implant that was unrelated to vns. She indicated that the patient's tolerability issues were that the patient began to chew on his hands and become agitated after turning up stimulation. As a result the settings were lowered, but they had since been increased and the patient was fine. She didn't report any device issue during the follow-up. No further relevant information has been received to date.